Manufacturer narrative:
Analysis was performed by onsite service personnel, who found that the fourth impedance value of the bis was found to be outside the normal range. The field service engineer (fse) also checked the bis impedance measurement key, but there was no problem with the key itself. There was no problem with the cable itself that the key was inserted into. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the bis power link. The issue was resolved by replacing the bis power link, and the device was returned to the use at the customer site. Section e: reporting institution phone #: (B)(4). Section e: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue bis module indicating that the impedance value was incorrect. The device was in use on a patient at the time of the event. There was no adverse event reported.